Manufacturer narrative:
(B) (4). (B) (4). The mam3008 applier was returned in good physical condition and already deployed. The firing mechanism was tested and it was fully functional. Event described could not be confirmed as the collagen plug was already deployed, the device function as intended during the analysis and the tip was not sheared off. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a stereotactic breast biopsy procedure, while placing the clip it was difficult to deploy. As the sheath was being pulled out the marker it did not deploy and the sheath tip separated in the probe. Another marker was used to complete the procedure. No adverse consequences reported.